Manufacturer narrative:
Concomitant products: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID n EU_ptm_prog, serial # unknown, product type programmer, patient.

Event description:
It was reported that within a couple hours of filling the patient pump on (B)(6) 2014 the patient felt like she had received a huge bolus. Only a refill was performed, there were no changes made in dosing, boluses, or anything else. The hcp did not plan to access the pump on (B)(6) 2014. The hcp indicated the logs were confusing since a bolus was not actually given and prescription was not changed. The pump was delivering hydromorphone 16mg/ml; dose 6.782mg/day, clonidine 600mcg/ml; dose 254.32mcg/day and bupivacaine 10mg/ml; dose 4.239mg/day. No intervention or outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.